Manufacturer narrative:
The lot numbers were provided and lot history reviews were performed. The samples were not returned for evaluation, however both malfunctions provided medical records for review. One investigation was confirmed for the alleged patient device interaction problem, and one investigation was inconclusive. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model 2120f, vena cava filter allegedly experienced a patient device interaction problem. This information was received from multiple sources. Two patients were involved with no consequences. One patient was reported as a (B)(6) year old female weighing (B)(6) lbs, the second patient was a (B)(6) year old male. The second patient's weight was not provided.